Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 118" (300 cm) appx 9.3 ml, transfer set w/anti-siphon valve, 3-way stopcock, 2 microclave®, 0.2 micron filter, luer lock where the customer reported that they have had leaks on the device at the location of the filters on and off the last few months. The status of the product at the time of event was during use on patient. The medication being used with this product is chemotherapeutic agent. The product was not reprocessed or re-sterilized prior to use and it was contaminated with biohazard or chemotherapeutic agent. There was patient involvement; there was delay in therapy.but no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
One (1) used list# b33381, 118" (300 cm) appx 9.3 ml, transfer set w/anti-siphon valve, 3-way stopcock, 2 microclave®, 0.2 micron filter, luer lock; lot# unknown two (2) used list# b33381, 118" (300 cm) appx 9.3 ml, transfer set w/anti-siphon valve, 3-way stopcock, 2 microclave®, 0.2 micron filter, luer lock; lot# unknown --> two (2) used list# unknown, clave; lot# unknown. One (1) used list# b33381, 118" (300 cm) appx 9.3 ml, transfer set w/anti-siphon valve, 3-way stopcock, 2 microclave®, 0.2 micron filter, luer lock; lot# unknown --> one (1) used list# unknown, trifused extension set; lot# unknown --> two (2) used list# unknown, clave; lot# unknown no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned samples were tested and observed to leak through the spike filter. The probable cause of the leak is from the temporary loss of hydrophobic properties of the filter vent material due to an infusate interaction. A device history lot# review could not be conducted because no lot number(s) was/were identified.